Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that seven infusion set cannula was crimped due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen and upper hip. High blood glucose level was displayed high and treated by correction injection via mdi. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.